Event description:
Neuro monitor micro sensor catheter was inserted at the time of craniotomy for an aneurysm clipping. Dos= 9/3/96. Catheter was removed on 9/5/96. At the time of removal a small portion of the plastic cover over the wire broke off and remained in the pt's head. It could not be located by x-ray or probing.